Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the aseptic battery housing is cracked. This event is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, no patient harm or further outcome was reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ poland. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. DHR review was performed. Device was 32 months old and is not out of box failure. Review of the device history record identified no deviations or anomalies during manufacturing. The device was not returned. Visual inspection of the provided picture found the housing was cracked near one of the hinges. A definitive root cause cannot be determined. Device is used for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.